Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported the pt presented with pain approx nine months post-op. X-rays showed the right s1 screw head was dislocated from the shaft of the screw and appeared to be free floating in the pt. The closure top on the left l5 screw was also shown to be free floating in the pt, having backed out of the screw. Upon revision the surgeon burred down the shank of the s1 screw and was able to remove the screw. Partial fusion and had been achieved and no hardware was used to replace.